Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer went to the emergency room with blood glucose of 560 mg/dl. Insulin pump was removed. It was reported that buttons on insulin pump were not responding. Troubleshooting could not be completed as call was disconnected.